Event description:
It was reported the insulin pump had a large crack through the display, now the display was blank. Nurse has tried switching out new batteries and the device does not turn on. Nurse declined troubleshooting and wanted the device replaced. Customer's blood glucose was 147 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No blank display noted. However, the displacement test, off no power and self test was unable to perform due to the unresponsive buttons. The device was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, cracked reservoir tube and window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.